Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent initial surgery on an unknown date in 2019 to have a hip joint installed. After awhile, patient was admitted to the hospital with a hip dislocation in an extreme position. During revision surgery, it was revealed that the insert and the head were identically erased. Implant was removed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received, "hip replacement, revision. Patient have a hip joint installed, after a while patient was admitted to the hospital with an hip dislocation in an extreme position, during revision surgery it was revealed that the insert and the head were identically erased. This keys is similar with another (B)(4) implant was removed.¿ product description: - pinn mar +4 10d 32idx52od. Product code: - 121932152. Lot no: - j07z09. Quantity of manufactured: - 40. Date of manufacturing: - 10-oct-2018. Expiry date: - 30-sept-2023. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: product description: - pinn mar +4 10d 32idx52od. Product code: - 121932152. Lot no: - j07z09. Quantity of manufactured: - (B)(4). Date of manufacturing: - 10-oct-2018. Expiry date: - 30-sept-2023. Device history review: a manufacturing record evaluation was performed for the finished device, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5 and d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that during the revision surgery, it was discovered that the liner and head had been worn down.